Manufacturer narrative:
(B)(4). The complaint sensor was not returned for evaluation. However, the transmitter (9438-01/660kg) that was being used with the sensor was returned for evaluation on (B)(4) 2015. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Therefore, the reported event of inaccurate blood glucose values was not confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6)2015. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).